Manufacturer narrative:
On (B)(6) 2004 - initial report sent to the FDA. (B)(4).

Event description:
The device was used during an unspecified procedure. Reportedly a component disengaged into the patient's cavity which was retrieved by the surgeon without injury to the pt.